Manufacturer narrative:
A titan touch pump, cylinders 1 and 2, and detached inlet tube with connector were received for evaluation. A separation was noted in the longer exhaust tube at the tube/strain relief junction of the pump. This was a site of leakage. Microscopic examination of the surfaces revealed them to be rough and irregular, indicating stress was exerted. Abrasion was noted on the longer exhaust tube and inlet tube of the pump. An area of confined abrasion was noted adjacent to the connector on the longer exhaust tube of the pump. This was not a site of leakage. Abrasion was noted on the exhaust tube of cylinder 2. No functional abnormalities were noted with either cylinder. No functional abnormalities were noted with the detached tube or connector. Based on examination of the returned product, it was concluded that while in-vivo both the longer exhaust tube and inlet tube of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, may contribute to sufficient stress to separate the longer exhaust tubing at the tube/strain relief junction. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any supplemental reports, a follow-up report will be submitted. The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.

Event description:
According to the available information, there was a malfunction which resulted in the device being explanted and replaced.